Manufacturer narrative:
H10. Additional manufacturer narrative: added additional h6 conclusion code.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5 and f10.

Event description:
Approximately three (3) months later the patient was re-admitted and had the 25mm surgical aortic valve cracked due to increase in gradient. Surgical valve was not cracked during initial valve-in-valve procedure. It was reported the patient was never symptomatic. Before cracking the valve the gradient was 26 mmhg, after cracking it was reduced to 9 mmhg. Physician believes the surgical valve was too small for the patient's anatomy.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Clinical observation was confirmed. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with an 25mm aortic valve implanted approximately three (3) years, six (6) months, underwent valve-in-valve procedure due to severe aortic stenosis and aortic insufficiency secondary to thickened leaflets. Patient presented with chronic heart failure. A 26mm transcatheter valve was implanted inside the 25mm aortic valve. There were no complications and patient was in stable condition. Patient was discharged on post-operative day one (1).